Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a connection issue and subsequent peritonitis. The pt¿s pd transfer set disconnected from their plastic adapter (non-baxter product) and on the same day, the pt experienced peritonitis. On an unreported date (same month as onset) the pt was hospitalized for the event. On an unreported date, the pt was treated for the peritonitis with cefepime (intraperitoneally (ip), dose and frequency unknown). On an unreported date, (same month as being admitted) the pt was discharged from the hospital. The pt¿s pd transfer set was later exchanged at the pd clinic and the pt recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.